Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were leaks in the reservoir. Customer stated that the reservoir had 200 units of insulin when he started the priming process. Customer noticed that insulin came out and there was only 100 units left in the reservoir. Customer stated that the reservoir was used and there was insulin in the reservoir compartment. Customer thinks his blood glucose was around 180 mg/dl. Customer found all components were present. Customer stated that a few drops of insulin dripped out and there was a strong insulin smell. Customer stated that there were no alarms and the pump passed the self test. Customer was advised to monitor the pump. After troubleshooting, it was explained that the infusion set change resolved the issue. Customer stated that he knocked the reservoir against the counter and a few drops came out. Customer was advised to dry out the reservoir with a q-tip.